Event description:
Event description guidant received information that the patient with this pacemaker and ventricular lead, had a syncopial episode after standing up in church. A review of the daily measurements while the automatic capture (ac) was programmed to on noted multiple retry events and a wide range of pacing thresholds from <1 to slightly higher than 2.5 were recorded. It was noted that noise and loss of capture was not able to be reproduced by isometrics and pocket or limb manipulation.